Event description:
It was reported that during preventative maintenance, it was discovered the inner lock switch or micro switch was broken. No patient involvement was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: one device was received with the front cover scratched in multiple places, water tank cover had cracks in the bottom right and upper left corners, microswitch missing lever arm, line cord discolored and worn, quick connect corroded, enclosure was cracked under the quick connect, outdated printed circuit board (pcb) and power switch. Visual inspection revealed there was no lever arm on the microswitch. The complaint was confirmed. The root cause was a broken microswitch from forcing temperature check into microswitch. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.